Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test and had been alarming for no delivery. The battery cap contacts were not missing or damaged and the battery compartment and spring not damaged or corroded. After cleaning the battery cap and inserting a new battery, the alarm recurred. The customer was advised to monitor the insulin pump and was sent a new battery cap. The blood glucose reading was 533 mg/dl. The customer treated with a manual injection and declined troubleshooting for high blood glucose. The insulin pump was not returned or replaced.